Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("haemorrhagic bleeding") in a 53 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Concurrent conditions were listed as sleep disorder and obesity. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced genital haemorrhage (seriousness criterion medically important), fatigue ("fatigue"), tendonitis ("repeated tendinitis") and renal pain ("renal pain") and was found to have weight increased ("excessive unjustified weight gain"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to genital haemorrhage, fatigue, tendonitis, weight increased or renal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 120 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-jul-2022. The most recent information was received on 11-aug-2022. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhagic bleeding') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and sleep disorder. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), tendonitis ("repeated tendinitis") and renal pain ("renal pain"), lasting 9 years and was found to have weight increased ("excessive unjustified weight gain"), lasting 9 years. Essure treatment was not changed. At the time of the report, the genital haemorrhage, fatigue, tendonitis, weight increased and renal pain outcome was unknown. The reporter provided no causality assessment for fatigue, genital haemorrhage, renal pain, tendonitis and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 120 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.